Event description:
It was reported that during a procedure, air was drawn from the faradrive steerable sheath. An air event occurred following the pre-mapping with the sl sheath-in-sheath. It was suspected that either a hemostatic valve anomaly or an abnormality of the reflux port was the cause. The sheath was replaced, and the procedure was completed without any patient complications. The sheath was received for analysis and investigation is still in progress.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed.

Event description:
It was reported that during a procedure, air was drawn from the faradrive steerable sheath. An air event occurred following the pre-mapping with the sl sheath-in-sheath. It was suspected that either a hemostatic valve anomaly or an abnormality of the reflux port was the cause. The sheath was replaced, and the procedure was completed without any patient complications. The sheath was received for analysis.